Event description:
During routine incoming inspection of the device, our foreign consignee observed that three of the received cables had deep, wide scars on them. No other details regarding the nature of the event were provided. Since the event occurred upon incoming inspection of the device, there was no pt involvement during this event.